Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Subsequent attempts to obtain additional clinical information (e.g., causality, organism, patient demographics, medications) have proven unsuccessful.